Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake casters were worn. The technician replaced the brake/steer casters to repair the bed.